Event description:
The accounts maintenance alleged that the bed exit will not alarm on this bed. He said there was a patient fall with injuries on (B)(6) 2010. He stated the patient was taken for x-rays but did not know the extent of the injuries. The bed does not have a scale and uses the tape switch bed exit system.

Manufacturer narrative:
The director of nursing alleged that the bed exit was armed correctly while the patient was in bed and did not alarm when the patient got out. The patient got out of bed and fell while in the bathroom. The patient was not injured. The technician found that the bed exit will not alarm after being set. The technician found that the bed exit tape strips not working. The accounts maintenance will be replacing the tape switches to repair the bed.